Event description:
It was reported that the health care professional (hcp) called for assistance with programming the pacemaker system with this right ventricular (rv) lead into magnetic resonance imaging (MRI) protection mode. Technical services (ts) informed this is a non-conditional system and programmed the pacemaker. After the MRI was performed, this pacemaker system was removed from the MRI protection mode, it was confirmed that all measurements were within normal limits and was functioning as intended. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).